Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "we have a case who has asked for a revision of an in-situ device. The patient has a standard size distal femur with a poly cased tibia. He is planning on preserving the long poly bearing in-situ and revise everything else. The previous pin is: 17898. Left side dfr."